Event description:
It was reported that following implant the patient experienced stimulation in his stomach and ribs. An attempt was made to reprogram the patient's device in 2008 without success. X-ray revealed the leads were separated from the spin and at a level where they would cause stimulation in the stomach and ribs. No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.